Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding(menorrhagia)") in a female patient who had essure (ess205) (batch no. 921811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right side wasn't placed correctly, procedure took twice time expected/ the essure coil was able to be introduced into the right tuba but did not deploy appropriately and was retracted". The patient's medical history included nausea, morning sickness, multiple allergies, chronic kidney infection, kidney stones, urine incontinence and prolonged periods. Concurrent conditions included hypothyroidism, diabetes, migraine, nerve pain, adhesive capsulitis, menometrorrhagia, uterine prolapse, hot flashes, abdominal pain lower, morbid obesity and infection. Concomitant products included bupropion hydrochloride (wellbutrin) from 1995 to 2014, ethinylestradiol;norethisterone (ovcon), iron, levothyroxine sodium (levothyroxine) since 1995, medroxyprogesterone acetate (depo-provera), metformin since 2010, sertraline hydrochloride (zoloft) from 1995 to 2014, simvastatin (zocor) since 2010 and topiramate (topamax) since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (endometrial ablation, total hysterectomy (uterus and cervix removed) - ovaries in tact). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure coil was able to be introduced into the right tuba but did not deploy appropriately and was retracted, a new essure coil was passed through and the coil deployed without problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral tubal essure coils were noted one coil appears to be located in the endometrial canal. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal vaginal bleeding, menorrhagia". Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet was received and medical record was received. Lot number was added. Events added from pfs- abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), dysmenorrhea (cramping), right side wasn't placed correctly procedure took twice time expected. Reporter information, medical history, concomitant drug, lab data, events onset date, essure removal date, race, height was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 921811-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right side wasn't placed correctly, procedure took twice time expected/ the essure coil was able to be introduced into the right tuba but did not deploy appropriately and was retracted". The patient's medical history included nausea, morning sickness, multiple allergies, chronic kidney infection, kidney stones, urine incontinence and prolonged periods. Concurrent conditions included hypothyroidism, diabetes, migraine, nerve pain, adhesive capsulitis, menometrorrhagia, uterine prolapse, hot flashes, abdominal pain lower, morbid obesity and infection. Concomitant products included bupropion hydrochloride (wellbutrin) from 1995 to 2014, ethinylestradiol;norethisterone (ovcon), iron, levothyroxine sodium (levothyroxin) since 1995, medroxyprogesterone acetate (depo-provera), metformin since 2010, sertraline hydrochloride (zoloft) from 1995 to 2014, simvastatin (zocor) since 2010 and topiramate (topamax) since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (endometrial ablation, total hysterectomy (uterus and cervix removed) - ovaries in tact). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure coil was able to be introduced into the right tuba but did not deploy appropriately and was retracted, a new essure coil was passed through and the coil deployed without problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: bilateral tubal essure colis were noted one coil appears to be located in the endometrial canal. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal vaginal bleeding, menorrhagia". Lot 921811 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.